Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the top of the infusor became detached from the device. There is no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.